Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 10/27/2020 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). The log file shows the customer's failure to promptly address red asi warnings reduced battery life expectancy.